Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device corroded.

Manufacturer narrative:
The cannula is strongly corroded at the plugs and the thread is stiff the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be sterilization methods and/or normal wear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the device corroded.